Event description:
The user facility reported that after a completed cycle an employee tried to open the sterilizer door by pulling on the wheel and felt pain in her shoulder. The employee went home, took tylenol and returned to work the following day. The employee went to employee health a few days following the reported event.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly; no issues were noted. The sterilizer was returned to service and no additional issues have been reported. The sterilizer is not under steris service contract and is serviced and maintained by the user facility. Steris will offer in-service training on the proper use and operation of the sterilizer.